Event description:
The customer reported that during a patient's infusion of an unknown medication the interlink system buretrol setw/drip chmbr ball valve caused a colleague infusion pump to alarm air in line due to the buretrol ball in the drip chamber sticking to the inside of the chamber and causing air in the tubing. No patient injury, medical intervention, or adverse event was noted to be associated with this report. This occurred during patient use. No sample is available related to this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown..